Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a scrotal hematoma and stated that the pump was not working properly, as the cylinders would not fill when he pressed the pump. Although the hematoma partially resolved, a significant scrotal hematoma remained, limiting pump maneuverability. The physician evaluated the device and noted that it inflated somewhat, but expected proper function once the hematoma fully resolved. Several months later, the patient reported ongoing groin pain since the replacement procedure, which improved with partial inflation of the device. Additionally, the patient presented with difficulties inflating and deflating the device, along with a collapsed pump and spontaneous deflation during intercourse, causing stress on his sex life. Despite the device functioning properly during clinic tests, the patient insisted it was auto-deflating, suggesting a possible valve issue. One month later, the patient continued to experience difficulties inflating the device and stated that he felt there was a hole in it, through which air was leaking; therefore, a surgical procedure was performed, during which the ipp was removed and replaced with a malleable device. No additional information was reported.